Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer received the no delivery alarm while bolusing for dinner. The customer's blood glucose was 160 mg/dl. Troubleshooting could not be performed because the alarm had already been resolved by a complete set change. Advised the customer to call back when the alarm occurred in order to troubleshoot. Advised the customer to monitor the insulin pump. Nothing further reported.